Manufacturer narrative:
Upon receipt, the fragmented lead under complaint was subjected to an extensive analysis. Approximately 31 cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region the conductor coils were completely fractured. This damage was the root cause of the reported observations with a highly probability. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the distal lead fragment was found twisted and cuts in the insulation with blood infiltration were noted. These damages most likely occurred during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
On (B)(6) 2018, pacing issues were observed on iegm from the homemonitoring data. Noise on the lv lead was suspected. On (B)(6) 2019, this lv lead was removed from the patient due to lower pacing rate related to noise.